Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke at 5 joules. Also, it was reported neither the aiming beam nor the greenlight were reaching the tip of the fiber. Per the customer, the aiming beam and the greenlight were stopping at the beginning of the fiber. No patient injury was reported.